Event description:
It was reported that during the implant procedure, it was impossible to fix the lead in the header. It was noted there was grommet/setscrew problem. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a loose/detached ventricular set screw and the atrial set screw with a rounded socket.